Manufacturer narrative:
A review of the instructions for use, quality control and trends was completed during this investigation. There is no information provided that points to specific failure with current manufacturing or quality controls that may have contributed to this incident. Some factors that may affect the durability and integrity of in-vivo stents include the indwelling environment, user technique during implantation and removal, shipping, and handling prior to implantation. A definitive root cause cannot be established at this time. Measures have been previously initiated to address this issue. Appropriate personnel have been notified and will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The FDA forwarded a voluntary medwatch report which stated, ¿patient had regular ureteral stent placements. Stents placed in 2017. Patient had a regularly scheduled visit for a procedure to remove and replace the stents. Per md documentation, right ureteral stent was grasped and removed completely. The stent had fractured at the mid-portion but the entire length was removed. The left ureteral stent proximal curl was fractured off the distal curl and ureteral portion. Patient underwent surgery on the same day in 2017 to remove the left stent portion that was retained. Stents were 6fr x 22cm double-j ureteral stent". This report is being filed to capture the reported failure of the right ureteral stent. The related MFR. Report # 1820334-2017-02870 has been filed to capture the reported failure of the left ureteral stent. The patient's status post procedure was not provided.